Event description:
The initial reporter received a questionable creatinine plus ver.2 result for one patient sample tested on a cobas 8000 c702 module. The initial result was not reported outside of the laboratory. The initial result was 434 umol/l with a repeat result of 69 umol/l. The reagent lot number is 606527. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found a pinhole in the vacuum tube in the rinse station found. He then replaced this part. He also replaced the gear pump and adjusted it. He cleaned the sample lines, reagent lines, rinse nozzles, system water lines, and vacuum tubes. He also checked the detergent being used, outside wash, and pressures. He performed mechanism checks and confirmed that the module was performing within specifications. The customer performed qc with acceptable results. The investigation excluded reagent issues. The investigation determined the service actions resolved the issue. The investigation determined the event was consistent with a maintenance issue.